Event description:
After the lens was implanted the capsule bag tore. The incision was enlarged to remove the lens, and suture was needed to close the wound.

Manufacturer narrative:
See MDR 1920664-2010-00085 for the intraocular lens used with this delivery device. Reporter stated there was nothing wrong with the delivery device.